Event description:
Device 1 of 2. Ref MFR report #1627487-2013-20181. It was reported the pt had leads eroding through the skin. The pt was referred for surgical intervention. Follow-up identified the pt had the entire system removed.

Manufacturer narrative:
Method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies related to this event were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.